Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had stable angina. In (B)(6) 2011, the patient presented due to stable angina (ccs class ii) and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 75% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct placement of a 3.50x12mm taxus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. On an unspecified date in (B)(6) 2012, the patient presented due to stable angina and was hospitalized on (B)(6) 2012. No information is available regarding the treatment of this event. The subject was discharged.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).